Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient had a revision done on the pump. The event date was unknown and the patient was unsure which pump was revised. Troubleshooting was not required. The issue was resolved after the pump revision. No symptoms/complications were reported.